Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided device related photos were reviewed, and the following was observed: the sheath liner appears fully expanded as designed. The sheath distal tip is torn radially and axially. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported distal tip tear was confirmed based on the evaluation of the provided device imagery . Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as captured in an existing investigation. Additionally, patient or procedural factors such as challenging anatomy or non coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While no relevant 3mensio imagery was provided, mild tortuosity and calcification were reported. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. A definitive root cause is unable to be determined at this time, patient factors such as tortuosity and calcification could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position. Upon removal the 16f esheath plus, sheath tip appeared in tact but torn at the tip. No harm to patient.